Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Although the osteolysis could not be confirmed from the x-ray photo, the central dislocation of the femoral head due to the wear of the liner was found. During the surgery, the surgeon found that the liner was discolored to yellow, possibly due to oxidation. Also, the trace of impingement was found on rim of the liner, possibly due to the central dislocation.

Manufacturer narrative:
: The initial tha was performed in 1999 to implant aml-plus and duraloc 300. The patient had been followed-up recently. Although the osteolysis could not be confirmed from the x-ray photo, the central dislocation of the femoral head due to the wear of the liner was found. Thus, the revision had to be performed on (B)(6) 2015 to replace the polyethylene liner. During the surgery, the surgeon found that the liner was discolored to yellow, possibly due to oxidation. Also, the trace of impingement was found on rim of the liner, possibly due to the central dislocation. The liner was changed from 22mm ID to 26mm ID, and the surgery was completed without a surgical delay. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.